Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30509892m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a av-nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient developed av dissociation and a permanent pacemaker (ppm) is being implanted. While ablating the slow pathway in the right atrium the patient developed av dissociation and a permanent pacemaker is being implanted. They had completed ablating a left lateral pathway previous to the event occurring. There was only 1 lesion delivered. When the physician stopped ablation, they noticed the av node dissociation and started pacing the ventricle with a quad catheter they had in place. The ablation procedure was abandoned when the event occurred, and the ppm was implanted. The patient was admitted for an overnight stay on the cardiac floor. The patient was reported as improved with dual chamber pacemaker implant. Max wattage used: used 4mm settings: 55 degrees / 40w, total lesions: 1, total ablation time: 6.95 seconds long and total fluid: 260 ml. Force visualization features were used: contact force, the visitag module was used and the parameters for stability were used: 3mm, for 3 seconds, respiratory adjusted. No additional filter were used with the visitag. Color options were used prospectively: impedance drop with 5-10 ohms. No error messages were observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event: risk of procedure.